Event description:
It was reported that ¿pump will not hold full charge and will only charge a little bit at a time.¿ there was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.